Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0xu08, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0wagk, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from the health care professional (hcp) and manufacturer representative that reported there were broken nexframe screws during procedure. When they attempted to mount the nexframe base to the patient's skull using a manual screwdriver, the surgeon reported multiple screws broke. One fractured leaving the threads embedded in the skull and had to be removed by drilling around the insertion site. A new nexframe kit was opened and the base was secured using the new kit's screws. No patient impact was apparent. They were unsure of why the screws broke. No diagnostics or troubleshooting was performed. The issue was resolved at the time of report. The patient was implanted for movement disorders.

Manufacturer narrative:
Analysis of the nexframe device (lot # 082514615) found the ring assembly screw was broken due to overstress/damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.